Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative would be meeting the patient later on the day of the call. The manufacturer representative thought the patient was having an issue with out of regulation (oor) on the screen but was not sure. The patient could not increase amplitude and could only decrease on groups a, b, and c. The implantable neurostimulator (ins) was fully charged and there were no falls or traumas. No further complications were reported. (B)(6) 2019 e1, rss (rep, hcp): report session information from (B)(6) 2019 was provided. It showed that stimulation had been on 98% with group a being used the most (98%) which was programmed for bilateral legs. Group a program 1 used +2-3+4-5, +8-9-10+11 with in tensity of 1.5 ma, 150 microsecond pulse-width and 600 hz rate. Group b was for low back pain, left leg pain. Group c was right upper leg. There was an average recharge quality of excellent, 11 minute duration, and 12 hour intervals. The device time was more than 90 minutes off from the programmer. The device battery had depleted to the point that therapy was unavailable at some point on (B)(6) 2019. This was resolved after a charge session on (B)(6) 2019. Adaptive stimulation programming was not confirmed and cycling was off. Impedances with electrodes 4 and 5 were all 40000 ohms. Some pairs with electrode 7 were 40000 ohms. Additional information was provided from the health care provider (hcp) via a manufacturer representative on (B)(6) 2019 reporting that the oor message was confirmed on the controller. The cause was reported to be that 2 electrodes ( 4 <(>&<)> 5) had an open circuit determined by an impedance check. The 2 oor electrodes were programmed around. The patient was trying the new programs and would meet in the next week to check progress. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that additional actions were planned or performed to resolve the impedance issue. No further complications were reported.